Manufacturer narrative:
There was no patient harm or injury noted. Per good faith effort response, it was confirmed that there is pressure sensor failure. No further information was able to be obtained, the hospital refused to provide patient information nor any troubleshooting results. However, it was confirmed that the device is fixed and was put back into service. No parts replaced. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the process of using the non-invasive ventilator in the intensive care department, the device suddenly alarmed, indicating that the near-end pressure sensor failed to automatically zero, and the ventilator stopped working. The nurse immediately stopped using the device and replaced other ventilators to continue the auxiliary ventilation for the patient. The investigation is ongoing.